Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/7/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed: the returned pcb00 device was received with the plunger in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. Dfu states to completely fill the viewing window of the pcb00 with ovd. The lens was observed stuck in the cartridge with the lead not haptic not folded. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. During sample evaluation, when we try to remove the lens the lens did not come out. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as haptic damaged was not confirmed. However a stuck in cartridge and lead haptic not folded was confirmed but due the condition of the pcb00 tecnis 1- piece model received the complaint could not be related to the manufacturing process therefore, a product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No product deficiencies were identified. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a preloaded pcb00 intraocular lens had defective distorted haptic. There was no patient involvement. No further information provided.